Event description:
On (B)(6), 2011, this pt underwent treatment of an aneurysm of the aortic arch and descending thoracic aorta. It was reported that a left subclavian artery transposition was performed the day before in preparation for the implant of the gore tag thoracic endoprostheses. A bifurcated jump graft was implanted, and debranching of the innominate and the left common carotid arteries was performed. Two gore tag thoracic endoprostheses were then implanted extending proximal to the innominate, and two additional gore tag devices were implanted extending down to the celiac artery. As reported, the pt tolerated the procedure and was able to mobilize her feet at the end of the procedure. A spinal drain was reportedly placed for the procedure and was removed post-operatively (date unk). It was reported that some time post-operatively, the pt presented with a loss of motor skills, which reportedly progressed to paraplegia due to spinal cord ischemia. Additional information has been requested.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.